Event description:
It was reported that the patient felt like the leads are jumping around inside. Technical services (ts) referred the patient to the clinic. This lead remains in service. No adverse patient effects were reported.